Event description:
It was reported that shaft break occurred. The patient underwent interventional procedure for coronary atherosclerotic heart disease. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified triple vessel lesion. A 2.75mm x 12mm quantum maverick balloon catheter was inserted into the guiding catheter but failed to reach the lesion site. The pressure pump was noted to be in a negative pressure state. Upon dilation and return of blood flow, it was noted that the middle of the delivery shaft was fractured. The physician immediately performed fluoroscopic imaging, successfully retrieved the fractured catheter into the guiding catheter, and removed the entire system from the patient's body. The procedure was completed with a different device and no patient complications nor injuries were reported. The patient condition was good.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. The patient underwent interventional procedure for coronary atherosclerotic heart disease. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified triple vessel lesion. A 2.75mm x 12mm quantum maverick balloon catheter was inserted into the guiding catheter but failed to reach the lesion site. The pressure pump was noted to be in a negative pressure state. Upon dilation and return of blood flow, it was noted that the middle of the delivery shaft was fractured. The physician immediately performed fluoroscopic imaging, successfully retrieved the fractured catheter into the guiding catheter, and removed the entire system from the patient's body. The procedure was completed with a different device and no patient complications nor injuries were reported. The patient condition was good. It was further reported that the balloon also burst.